Manufacturer narrative:
(B)(4). Unable to prime during the prime/a33 test due to faulty fsr(gold). The insulin pump was received with cracked display window corner, battery tube threads, broken reservoir tube lip, cracked belt clip slot, and a scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump needed a complete functional analysis. No blood glucose reading was given. It was not known what the complaint was regarding. Nothing further was reported.